Event description:
Equipment failure of 10fr watson chest tube. Internal nylon suture is typically secured externally and was found to be wound within the stopcock leading to a significant clot burden. The internal suture was broken and obstructing pleural drainage. Cicu app removed the stopcock and found a large clot burden. A new sterile stopcock was attached to chest tube and then flushed with 10cc sterile saline. Pleural drainage was flowing freely. CT surgical team, 7a cicu attending, cicu attending, and ir team notified of findings and discussion regarding further intervention. Decision made to tpa chest tube which dwelled for one hour and confirmed pleural drainage flowing freely after.